Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from an unspecified location was reported from the homechoice cassette which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. It was not specified when during peritoneal dialysis therapy the event occurred. During the troubleshooting, it was reported that the homechoice cassette had leaked from an unspecified location. Renal therapy services (rts) explained the alarm to patient and reviewed proper procedures per the user manual. The patient would continue therapy as prescribed. There was no patient injury or medical intervention associated with this event. No additional information is available.